Event description:
It was reported that the pt began experiencing pain about 2 months after the surgery. Due to the pain pt has difficulty sleeping, is unable to walk or do physical exercise. Pt went to a routine check up last week and tests were ordered. He states that his blood results show evidence of cobalt and chromium metals.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.